Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urgency frequency urge incontinence. The trial started on (B)(6) 2019. The patient stated that she had put a call into the doctor as she believed she might have a uti. No further complications were reported or are anticipated.